Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The customer's reported problem regarding "service error" was able to be duplicated. Upon power up of the pump the pump alarms for service due. Clock record indicates clock days are past specification. Clock battery will be replaced as service maintenance. Customer problem regarding pump volume level off was unable to be verified, pump alarm volume appears normal when alarming for service due. Pump was tested for delivery accuracy to verify the pumps function and accuracy, delivery accuracy tests found the pump to be within the published specification of +/-6%.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump displayed service error and the volume level was incorrect. There was no patient involvement.